Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6), batch: 7046970. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 26210248.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an infection. All device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.